Event description:
It was reported that the patient experienced a loss of therapeutic effect. The patient had good results from the trial as well as from the implant until (B)(6) 2012. On that day, the patient could no longer feel stimulation and noticed a return of symptoms, so she turned stimulation up. It worked for a day, and then stopped working again the following day. It was noted that the patient's setting was up to 3.0v but she did not feel stimulation. The reporter indicated that the patient wanted to talk to her healthcare provider (hcp) before switching programs. It was also stated that the patient felt like her implant had moved.

Manufacturer narrative:
Concomitant medical products: product ID 3889-28, lot# va03gdq, implanted: (B)(6) 2012. Product type: lead: product ID 3037, serial# (B)(4). Product type: programmer, patient. (B)(4).